Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient had acute worsening renal function and dialysis was required. The renal dysfunction resolved without sequelae on (B)(6) 2021. It was also reported that the patient experienced a urinary tract infection that required intravenous antibiotic therapy which resolved without sequelae on (B)(6) 2021. Additional information from the vad coordinator revealed that the patient had previously been diagnosed with chronic kidney disease before lvad implant. The patient is still currently on dialysis. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The hm3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had acute worsening renal function and dialysis had to be started. A urinary tract infection was also noted to have started on (B)(6) 2021 and antibiotics were given.